Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 24 january 2017. The representative reported that the replaced the viewing station of the imaging system fuses in the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the fuses in the viewing station of the imaging system were found to be open. The site replaced the fuses with inventory on hand, but the fuses then opened after replacement. No additional information was provided. There was no patient present when this issue was identified.